Event description:
Pt states that she was sitting down watching television when her left ventricular assist device (lvad) started to make noise and she started to feel different in her chest and she had a squeezing in her back. She states that the vad said red heart alarm (low battery alarm). She connected to the power module and switched batteries however it continued to alarm. She therefore called emergency medical services (ems) and came to the hospital. When she arrived it seems that her lvad pump had malfunctioned and it stopped working. Upon arrival to the ICU, a swan was placed and her pap was 26/18/21 with co 4.2 and ci 2.12 and svr 990. She also was found to have a sub therapeutic inr and therefore the lvad was not restarted in fear that she could develop an embolic stroke. CT thorax showed no evidence of lvad complication. The lvad was replaced. Existing lvad was explanted and given to the thoratec representative to return to manufacturer for interrogation.